Event description:
The customer received a blood glucose reading of 39mg/dl on the contour next usb, re-tested on a contour next ez and the reading was 175mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer